Event description:
Esmolol infusion started via carefusion pump. Witnessed by another rn, per protocol. Patient's family called registered nurse (rn) to room to pull patient up in stretcher, rn at that time noted that the patient did not appear right. Blood pressure (bp) dropped significantly to systolic blood pressure (sbp) of 90 then 70's. IV infusions immediately stopped and noted that the esmolol bag was 3/4 empty, and rn noted that the esmolol was dripping fast (too fast for the programmed rate). Patient was started on a rate of 23.7 ml/hr. This should have taken about 10 hours to administer but was 3/4 empty shortly after starting. Upon review of IV pump settings, all settings were set per order. Patient became apneic and pulseless. CPR started and a pulse was regained approximately 10 minutes later. ICU team aware and patient transported to ICU. Biomed review of the pump found a broken platen inside the pump door, consistent with the current recall on this pump. No software issues were found. This hardware issue has been noted in the recall to cause the steady flow of medication. Preventative maintenance had been completed by the vendor in september 2023 and was next due in september 2024. This broken part is difficult to see and easy for end-users to miss, posing a substantial risk to patients.

Event description:
Esmolol infusion started via carefusion pump. Witnessed by another rn, per protocol. Patient's family called registered nurse (rn) to room to pull patient up in stretcher, rn at that time noted that the patient did not appear right. Blood pressure (bp) dropped significantly to systolic blood pressure (sbp) of 90 then 70's. IV infusions immediately stopped and noted that the esmolol bag was 3/4 empty, and rn noted that the esmolol was dripping fast (too fast for the programmed rate). Patient was started on a rate of 23.7 ml/hr. This should have taken about 10 hours to administer but was 3/4 empty shortly after starting. Upon review of IV pump settings, all settings were set per order. Patient became apneic and pulseless. CPR started and a pulse was regained approximately 10 minutes later. ICU team aware and patient transported to ICU. Biomed review of the pump found a broken platen inside the pump door, consistent with the current recall on this pump. No software issues were found. This hardware issue has been noted in the recall to cause the steady flow of medication. Preventative maintenance had been completed by the vendor in september 2023 and was next due in september 2024. This broken part is difficult to see and easy for end-users to miss, posing a substantial risk to patients.